Event description:
Report of explant of device in 2001 due to "meningitis (preventive) with pt symptoms of headache and dizziness" received per the annual device tracking report. Follow up with hcp revealed the pt developed symptoms "several days before" the onset of the infection. Pt was diagnosed with meningitis and showed signs and symptoms of fever, swelling, pain and meningeal signs and symptoms. The primary location of the infection was unk. A culture of the cerebrospinal fluid was obtained with unk results. The pt received IV and oral antibiotics and the infection was resolved. Pt outcome was reported as good but spasticity was worse without the intrathecal baclofen.